Event description:
Discordant, falsely elevated troponin results were obtained on three patient samples on an advia centaur cp instrument. The first discordant result was obtained before the laboratory had begun reporting results from the instrument, and the discordant result was not reported to the physician(s). The sample was rerun and resulted lower, matching the result from an instrument the laboratory was reporting results from. After the customer began reporting results from the advia centaur cp instrument, two additional discordant troponin results were obtained. The result from one sample (sid (B)(6)) was reported to the physician(s), and the patient was sent to another facility. The patient was tested from troponin at the other facility, which resulted lower. The laboratory then reran the sid (B)(6) on the advia centaur cp and an alternate instrument, both resulting lower than the initial result. For the other patient sample (sid (B)(6)), the discordant result was reported to the physician(s). The sample was rerun on the same instrument the following day and resulted lower. The rerun result was reported to the physician(s). It is unknown if there was any patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the waste peripump tubing did not always seal properly once aspiration was complete, allowing liquid to drain back into the cuvette. The cse replaced the rinse and waste peripump tubing and proactively replaced the waste probe guide and aspirate probe rinse blocks. Quality controls were run, all of which were within range. Follow-up information was obtained on (B)(4) 2013, and no further discordant results had been obtained on the instrument after service. The cause of the discordant, falsely elevated troponin results was a malfunction of the waste peripump tubing. The instrument is performing according to specifications. No further evaluation of this device is required.